Manufacturer narrative:
A compromised force sensor system alarmed during the prime test at 4 lbs. Due to a faulty force sensor resistor. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error after a set change. The blood glucose reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.